Event description:
Customer reported intermittent blank images. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and replaced the interconnect cable. System operates as intended.